Manufacturer narrative:
The most likely underlying cause as documented in oracle is defined as: control panel/connector issue. (B)(4).

Event description:
Dealer is stating that the control panel is damaged.